Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer representative regarding a spinal device used in an unknown spinal therapy. It was reported that the cage subsided into the end plate of the vertebral body of l5. No patient complications or symptoms were reported/anticipated. Additional information was received from the manufacturer representative that the revision surgery scheduled for (B)(6) 2022. Additional information was received from the manufacturer representative that the revision surgery was completed, but the product was left in and the surgeon just did more decompressing instead of removing the cage.